Manufacturer narrative:
The investigation has been completed. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the connecting part of the video cable was defective. No unique device identifier (UDI) number is available. This model has been discontinued.

Manufacturer narrative:
The user facility reported that the boom cable was in good condition. The problem was associated with the connecting tube. The cable was inspected and contained no coils or kinks. The settings and connection cables were checked and secured. The connector was found loose. No other procedures were conducted with the device until it was repaired. An olympus field service engineer (fse) was dispatched to confirm and resolve the reported issue. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
An office manager at a user facility reported that a cable was damaged on a liquid crystal display (lcd). The issue occurred during a diagnostic colonoscopy procedure. There was no patient injury or the need for additional medical intervention reported. The procedure was completed using the same device. No additional information has been obtained.